Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set with pah, blood leaked from where the needle is retracted. No patient or user impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 29-jan-2025. Investigation summary: bd received three photos and six samples for investigation. One of the customer photos shows a device with blood leakage in the sample above the wing with the cannula retracted. The six customer samples underwent functional tests to assess leakage during use and retraction lockout testing. All samples passed the tests with no evidence of damage to the device or leakage, and they were able to be activated properly with no signs of defects. Additionally, 30 retained samples were subjected to similar functional tests and retraction lockout testing. All retained samples passed, exhibiting no signs of damage or leakage and were activated properly without defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage after use based on photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set with pah, blood leaked from where the needle is retracted. No patient or user impact reported.